Event description:
The customer reported that suppressed and/or erroneously elevated triglyceride (tg) results, above the normal reference range for the analyte, were generated from a unicel dxc 800 synchron system over multiple days. This report represents the suppressed tg patient result generated on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that the initial sample result was a suppressed result with an out of instrument range high error message. Upon repeat on an alternate instrument, a numerical tg result, within the normal reference range of the chemistry, was generated. The customer also provided additional analyte results, however these results were not in question as part of this event. The tg result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. No sample collection/handling information was provided by the customer for this event.

Manufacturer narrative:
The customer flushed the cartridge chemistry probes and changed the syringe plungers. Service was dispatched to the site to address this issue. The field service engineer (fse) performed performance verification testing and found the reagent probe was not washing properly. The fse cleaned the mixer wash stations and reran the carryover tests and the results passed. Controls were also executed with acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode appears to be a carryover issue caused by inadequate washing within the fluidics system for reagent handling. Associated mdrs: 2050012-2012-01711, 2050012-2012-01725.